Event description:
During use of the device for endoscopic saphenous vein harvesting, the user reported that during the harvesting portion, there had been an injury caused to the vein during dissection presumably allowing the entrance of co2 insufflation gas into the venous circulation. There were no reported adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.